Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed the functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected motor noise anomaly during the rewind process. The insulin pump was received with intermittent buttons due to flattened express button, esc, act, up and down arrow dome switches. There was no unlocked lcd keypad connector and the insulin pump was received with a cracked case at the display window and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via social media high and low blood glucose levels. Customer advised their blood glucose level was over 600 mg/dl. Customer advised it is currently 47 mg/dl. Customer was hospitalized as a result of going into diabetic ketoacidosis. Customer advised they were hospitalized 5 different times this year alone and their blood glucose has been as high as 778 mg/dl. Customer advised their cannula was bent in a 90 degree angle and possibly believes they did not receive proper insulin. Customer advised when their blood glucose level was high they started to vomit and at the time of a 911 call they were not wearing the device. Customer also reported keypad anomaly. Customer advised when they press the act button to fill tubing it stops and then they have to press the act button again to complete that process. Customer advised they have experienced button issues since they got the pump years ago. Customer was advised to discontinue use of the device and revert to a backup plan.